Manufacturer narrative:
Additional information h6: codes updated the axium coil pushwire was returned for analysis without the implant coil. Therefore, any contributing factors could not be assessed from the implant coil. The axium coil pushwire was returned within the introducer sheath. The actuator interface, positive load indicator, break indicator, coupler tube and all crimps are present and intact. There is no evidence of any detachment attempts by mechanical or manual methods. The axium pushwire was found to be bent within introducer sheath from distal end. The axium implant coil was detached and not returned for analysis. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil separation/break¿ could not be confirmed as the axium coil was not returned. Possible causes for coil separation/break are: tortious anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and user advances the coil against resistance. It is possible the moderate vessel tortuosity may contribute to the reported issue. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil separated in the catheter during delivery. The catheter with the coil was removed from the patient, and replacement devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 8mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a fubuki guide catheter, and headway 17 microcatheter.